Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a piece of a femoral impactor broke off during trialing. There were no consequences or impact to the patient, and the procedure was completed. Attempts have been made and no further information has been provided.